Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the sensor was producing shock. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the sensor producing shock could not be determined. A probable cause could not be determined.